Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years post vena cava filter deployment, the patient developed deep vein thrombosis and pulmonary embolism after a full ileostomy and resection. Approximately 10 years post filter deployment, a lumbar spine x-ray demonstrated two detached filter limbs in the ivc. There was no indication for removal of the filter as the patient was asymptomatic. Approximately 11 years post filter deployment, one of the detached filter limbs embolized to the lung. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, the patient underwent a full ileostomy and resection for inflammatory bowel disease and developed deep vein thrombosis and pulmonary embolism after the operation. Approximately ten years post filter deployment, a lumbar spine x-ray demonstrated an ivc filter with at least two detached limbs likely within the wall of the vena cava. There was no indication for removal of the filter at that time. Approximately eleven years post filter deployment, one of the detached filter limbs embolized to the lung and filter removal was contemplated. Per the medical records available for review, the ivc filter and two detached filter limbs have not been removed and no retrieval procedures have been attempted. Therefore, the investigation is confirmed for filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 12/2006), g4 h11: h6(method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years post filter deployment, the patient underwent a full ileostomy and resection for inflammatory bowel disease and developed deep vein thrombosis (dvt) and pulmonary embolism (pe) after the operation. Around, one year and two months later, the patient experienced lower back pain, four views of lumbar spine was performed which showed note was made of an inferior vena cava filter. At least two of the filter legs have fractured off and appear likely within the wall of the cava. Around, two years and one month later, computed tomography of abdomen without intravenous contrast was performed which showed no intravascular component of the caval filter was identified. There are 2 thin linear structures intimately related to the spine consistent with orphaned prongs of the caval filter. On the same day, inferior venacava filter removal was performed which showed findings of inferior vena cava filter to be within the lumen of the inferior vena cava. Caval wall penetration was documented in the computed tomography scan by at least 3 prongs of these inferior vena cava filter. In addition, it appears that 2 prongs are completely fractured and embedded in the soft tissues around the inferior vena cava. This case was extensively discussed, and it was decided that the best practice would be to remove this fractured inferior vena cava filter as this patient was at risk for further fracture and possible filter migration. Procedure performed which showed through the right internal jugular vein approach, a 5 french straight catheter with side holes was introduced, under fluoroscopy, over the guidewire, the catheter was placed within the inferior vena cava, below the inferior vena cava filter. The cone of the filter to be within the lumen of the inferior vena cava with moderate to severe tilting. As seen previously, the filter was fractured. Catheter was removed over an amplatz stiff wire and then a 16 french 45 cm sheath was advanced over the wire, to a level just above the inferior vena cava fiiter. Then, using the biopsy forceps device, the cone of the filter was captured, the filter was secured and then easily removed via the 16 french sheath. The 3-d reconstructions showed that the 2 residual fracture prongs were located outside the lumen of the inferior vena cava. The patient tolerated the procedure well with no immediate complications. Around, one year later, computed tomography of abdomen without contrast was performed which showed an inferior vena cava filter or metallic foreign body was not identified within the abdomen or visualized portions of the proximal common iliac arteries or inferior aspect of the heart. Therefore, the investigation is confirmed for filter tilt, and filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, d4 (expiry date: 12/2006). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years post vena cava filter deployment, the patient developed deep vein thrombosis and pulmonary embolism after a full ileostomy and resection. Approximately ten years post filter deployment, a lumbar spine x-ray demonstrated two detached filter limbs in the inferior vena cava. There was no indication for removal of the filter as the patient was asymptomatic. Approximately eleven years post filter deployment, one of the detached filter limbs embolized to the lung. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for dvt and pe. A micropuncture technique was used to gain access to the right common femoral vein. A venacavogram demonstrated the ivc to be patent and the renal veins were identified. The filter was deployed in the infrarenal ivc without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Approximately nine years post filter deployment, the patient underwent a full ileostomy and resection for inflammatory bowel disease and developed dvt and pe after the operation. Approximately 10 years post filter deployment, a lumbar spine x-ray demonstrated an ivc filter with at least two detached limbs likely within the wall of the vena cava. There was no indication for removal of the filter at that time. Approximately 11 years post filter deployment, one of the detached filter limbs embolized to the lung and filter removal was contemplated. Per the medical records available for review, the ivc filter and two detached filter limbs have not been removed and no retrieval procedures have been attempted. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed for history of dvt and pe. Nine years post filter deployment, dvt and pe developed after a full ileostomy and resection for inflammatory bowel disease. Ten years post filter deployment, two detached filter limbs were likely within the wall of the vena cava. Eleven years post filter deployment one of the detached filter limbs embolized to the lung. Based on the medical records, the investigation is confirmed for detached filter limbs. Additionally it can be confirmed the patient experienced pe after filter implantation. However, it is unknown where the pe originated from in the body and the relationship to the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine years post vena cava filter deployment, the patient developed dvt and pe after a full ileostomy and resection. Approximately 10 years post filter deployment, a lumbar spine x-ray demonstrated two detached filter limbs in the ivc. There was no indication for removal of the filter as the patient was asymptomatic. Approximately 11 years post filter deployment, one of the detached filter limbs embolized to the lung. No additional information surrounding this event was provided in the medical records received.